Event description:
According to the reporter, during hysteroscopy dc/polypectomy, fluid deficit level increased. Doctor visualized a perforation on the uterine fundal wall towards the patient's left cornua. Procedure was stopped. Doctor ordered post-op lasix and doxycycline for patient. There was no blood loss of 500cc or more. The patient had damage the uterine muscle (myometrium).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.